Manufacturer narrative:
Block b3: exact date unknown, event occurred on the explant date prior to the date the manufacturer became aware. D6b: explant date: (B)(6)2024

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an implantable pulse generator (ipg) explant procedure. No further information has been obtained.